Event description:
It was also reported the right ventricular (rv) lead exhibited short v-v intervals and oversensing. The rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.